Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump touchscreen became shattered after dropping the pump. The pump was not functional. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injection for insulin therapy.